Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into three pieces. The first piece measured approximately 37.6 cm from the top of the connector to the break. The fiber was kinked approximately 15 mm from the break. The second piece measured approximately 128 cm from break to break and the third piece measured approximately 152 cm from the break which includes the entire distal tip. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during preparation and outside the patient, the fiber was broken upon removal from the package. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 14, 2017 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis 100 watt console. According to the complainant, during preparation and outside the patient, the fiber was broken upon removal from the package. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.